Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm. Customer's blood glucose level was 580 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the motor error alarm was performed. Customer advised they were able to complete the rewind process. The displacement test and manual prime were successful and motor error did not recur. Troubleshooting for no delivery alarm was performed. Customer was able to resolve the issue by changing out their complete set. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.